Event description:
(B)(6) medical care was notified via fax that device was late in alarming after a blood leak (~1 min). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).